Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the right coronary artery (rca) using an indigo system catrx aspiration catheter (catrx), a non-penumbra guide catheter, and a non-penumbra sheath. During the procedure, the physician completed one pass using the catrx. The physician then removed the catrx and performed an angiogram. Afterwards, while advancing the catrx over a guidewire for a second pass, the physician kinked the catrx at the wire exit port. Therefore, the catrx was removed. The procedure was completed using a new catrx, the same guide catheter and the same sheath. There was no report of an adverse effect to the patient.